Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 08/31/2016 which stated 'debris is stuck in the channel' for video colonoscope model ec- 3890li/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The video colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a rubber check valve (pentax model oe-c14) lodged inside the biopsy inlet t-piece. This finding confirmed the customer's complaint. Other inspectional findings included: -dry/wet leak tests passed. -suction function not performed, unit compromised. Pentax medical contacted the facility to gather additional information on the event. A response was received by the initial reporter on 11/14/2016 stating the blockage was noticed when the physician attempted to insert the biopsy forceps in the channel. The video colonoscope was immediately removed from use and sent into pentax for evaluation. The initial reporter also stated another colonoscope was used to complete the procedure. No injury or issues were reported to have occurred with the patient. Pentax medical replaced the following components on the video colonoscope involved in the event: -o-rings and seals the video colonoscope was returned to the customer on 10/06/2016.

Manufacturer narrative:
(B)(4). Exemption number e2015036.

Event description:
According to the instructions for use (IFU) for reprocessing/maintenance of pentax video gi scopes 90i series, it states "be aware that during reprocessing, check-valves oe-c14 should be removed from the water jet adapter, oe-c14, to allow for unrestricted flow of reprocessing agents through the pentax water jet channel system. During clinical use, a check-valve, oe-c14, should be attached to the check valve unit, oe-c12, within the pentax water jet channel system". Also note, a set of 10 pieces of the oe-c14 check-valve are optionally available in a package as model oe-c15. The instructions for use involving inspection of the forward water jet (for scopes with forward water jet system) states "a) prior to use, the water jet check-valve adapter (oe-c12) should be inspected. Open the water jet connector cap (of-b118). Turn the water jet adapter counterclockwise and remove it from its cylinder. Make sure that the black rubber check-valve (oe-c14) is properly attached to the bottom of the water jet adapter unit (oe-c12). If the rubber check-valve is missing or not attached properly, correctly reposition the check-valve by turning it several times on the water jet adapter unit. The rubber check-valve is a reusable component and should be reprocessed after each use". Also, "prior to "automated reprocessing" check and confirm the lumens/channels to ensure that all internal channels are unblocked and/or unclogged". A device history review was performed on 14/sep/2017 confirming the colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.